Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins would not charge and that it takes longer to charge than it used to despite having good coupling. The patient stated that they let the ins die because they were busy and that they stopped feeling stimulation about a week prior to the report. The patient tried charging the night prior to the report for 4 hours and only got 1/4 of the battery full. The ins was off and the patient initially was unable to turn it on but during the call they were able to turn it on using the ins recharger. The patient charged to 3/4 and was able to turn stim on and after initially not feeling it, they were able to feel stim a little. The patient noted that the stim does not get to their lower/upper back, and that in the past they had a rep come out to adjust it and said that it was the best they could do. The patient was in a lot of pain and was taking pain meds. It was noted that 2 weeks prior to the report that patient's legs were 'jumping' and they could hardly walk. The patient mentioned being hospitalized for withdrawals to pain meds. The patient had heard about a newer model ins and stated that the would be willing to get their current ins replaced if they had to. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the issue has not been resolved. The patient's lack of therapy is due to their "ins not getting there". No further information was reported.